Manufacturer narrative:
Aso has evaluated retained samples of the same lot number for adhesion properties. In addition, aso has reviewed records of biocompatibility tests and latex screening test on the adhesive. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin.

Event description:
Consumer reported that product caused a reaction in the shape of bandage in her arm.

Manufacturer narrative:
Aso has evaluated retained samples of the same lot number for adhesion properties. In addition, aso has reviewed records of biocompatibility tests and latex screening test on the adhesive. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin.

Event description:
Consumer reported that product caused a reaction in the shape of bandage in her arm.